Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified mid left anterior descending (lad) artery. The 1.50x15mm apex flex monorail balloon was being used for predilation and ruptured at 6 atms on the second inflation. The balloon was successfully removed from the patient and the procedure was completed with another device. No patient complications were reported with the patient's current condition listed as "good". This product is only ous approved but is similar to a us marketed device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.